Event description:
It was reported that the hip distractor ball joints were easy. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, which was unknown if it was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. Visual assessment of the device showed the ball joint insert and ball joint lock tube are damaged. It was also observed that the ball joint lock tube is deformed. This failure is caused by wear from use or handing. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed. No further investigation is required.